Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as cleaner that had leaked underneath the instrument on the right side. The leak had dried and the customer was unable to estimate the amount of fluid that had leaked. The customer was unable to determine the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole at pinch valve pv40 causing the leak. He replaced tubing at pv40 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).